Event description:
It was reported by repair work order that the manual release handle pivot pin is broken off. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.